Event description:
It was reported that the error code l2-002 was displayed on the lcd screen. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal were replaced. The device was functionally tested, met all product requirements and returned to the customer.